Event description:
Same case as: MDR ID 2134265-2013-02350. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. After loading the 1.50mm rotablator rotalink plus burr onto the 330cm floppy rotawire guide wire, the physician rotated the 1.50mm burr as a pretest outside of the patient body. It was observed that the guide wire twisted off and the fractured piece remained in the burr. The procedure was completed with another of the same device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Device evaluated by MFR: after visual inspection before decontamination process, device was received separated in two segments. The proximal portion measured 191.8cm approximately and the distal section measured 138.2cm approximately. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab revealed evidence support torsion with bending and a final tension overload event in an area with wear reduction as mode of failure for both samples. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu instructs "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." However information received reports that the burr was tested at 200,000 rpm. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-02350. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. After loading the 1.50mm rotablator rotalink plus burr onto the 330cm floppy rotawire guide wire, the physician rotated the 1.50mm burr as a pretest outside of the patient body. It was observed that the guide wire twisted off and the fractured piece remained in the burr. The procedure was completed with another of the same device. No patient complications were reported and patient status is good.

Event description:
Same case as: MDR ID 2134265-2013-02350. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. After loading the 1.50mm rotablator rotalink plus burr onto the 330cm floppy rotawire guide wire, the physician rotated the 1.50mm burr as a pretest outside of the patient body. It was observed that the guide wire twisted off and the fractured piece remained in the burr. The procedure was completed with another of the same device. No patient complications were reported and patient status is good.

Manufacturer narrative:
(B)(4).